Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported high impedance. No action was taken but the event resulted in an unscheduled clinic or office visit. Device interrogation on (B)(6) 2017, specify that the plot for is high but not used. No action was done. The event was not related to the device or therapy and possibly related to the implant procedure. The patient didn't feel anything because the plot 4 was not used. The plot was high from the implantation of the device and as it was not used. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# va1h1rk039, product type: lead. Product ID: 977a290, lot# va1h1rk040, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event is possibly related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site reported that the event was unresolved with no further action planned.